Event description:
The hcp reported the left buttock neurostimulator site opened and dehisced. The entire system had to be removed due to severe infection. Cultures revealed wound pseudomonas. The event is ongoing.